Event description:
It was reported that the preloaded monofocal intraocular lens (iol), model dib00, did not seat properly in the patient¿s eye following implantation. The lens was removed and replaced with another lens in the same patient during the same surgical procedure. The complaint device was discarded. No additional information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to may 11, 2026. Section d6a: not applicable, as the lens was inserted and removed in the same procedure. Section d6b: not applicable, as the lens was inserted and removed in the same procedure. Section h3:the device was not returned for evaluation as it was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.